Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position, the valve was able to be aligned and crossed the native annulus, however, the balloon did not inflate during deployment. Broken ports (between the 2nd and 3rd radiopaque markers) were like a barbed hook, and prevented the valve from coming back into the sheath or out of the arteriotomy. A femoral cut-down was required to remove the valve. A new valve was deployed without issue. The event caused a 45min delay in the procedure. At the time of the report, the patient was ok. The commander delivery system inflation ports were thought to have broken during valve alignment. Valve alignment was attempted in the moderately tortuous proximal descending aorta. The second valve used was aligned lower in the aorta, just outside of the tip of the esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. However, photographs were provided. Upon review of the images, the following observations were made: the crimp balloon was torn proximal to the I/c bond, and there was bunching on the distal part of the inflation balloon. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment (pra), as per management discretion. It was reported that the patient had a moderately tortuous proximal descending aorta and that valve alignment was attempted in this region of the patient¿s vasculature. The report suggests that the physician may have aligned the valve in a non-straight section of the aorta. If the physician performed the valve alignment process in a curve, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause is unable to be determined, available information suggests the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. During manufacturing, the crimp balloon to inflation balloon laser bond is 100% inspected. The spring coil installation is 100% inspected. The balloon pleat, fold, and forming is 100% inspected. The s3 balloons are 100% dimensionally inspected for working length, balloon diameter, leg ID, proximal leg od, and double wall thickness. The balloon is 100% visually inspected for defects including witness lines, contamination, mechanical damage, deformation, crow¿s feet. Visually inspect all balloons for defects and cosmetic appearance. During the crimp balloon molding process, 100% balloon dimensional inspection is performed for distal ID, proximal ID and wall thickness. 100% balloon visual inspection is performed for general appearance / gross defects, defects and cosmetic appearance, fish eyes and gel spots. The flex catheter and balloon catheter is leak tested. During final inspection, the device is 100% dimensionally and functionally inspected. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing the device is visually inspected for physical damage, loose or missing components, and missing small white marker band on balloon shaft. The device undergoes insertion and fine adjustment verification, and bond inspections: inspect inflation/crimp balloon and nose tip / inflation balloon bonds. The device undergoes tensile product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon ¿ torn was confirmed by returned imagery from the reported complaint site. Due to the unavailability of the device, the complaint for delivery system ¿ difficulty with valve alignment was unable to be confirmed. No manufacturing non-conformances were identified during the investigation. Based on the device history review (DHR), lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations in place supports that the delivery system has proper inspections in place to detect issues related to the reported event. Available information suggests that patient and/or procedural factors likely contributed to the reported event. Review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend categories. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.